Event description:
It has been reported to philips that the system lost power three times. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system lost power three times. Upon troubleshooting. The philips remote service engineer (rse) checked the system and found no problem and requested onsite support. Quote for evaluation and repair service was sent to customer. Customer did not approve the quote and was cancelled. No service has been performed by philips. To date, no further information was received.